Event description:
The following info was received from the affiliated: approx 7 mos post index procedure a follow up cag was conducted and diffused restenosis were observed inside both cypher stents implanted. There was 82% stenosis at the proximal rca and 65% stenosis at the mid rca. The pt did not show any symptoms. A month later the restenosis was treated with CABG. The pt was in stable condition. Physician's comment: the probable reason of this event might be due to the fact that the flexion lesion and the pt easily can get cardio stenosis.

Manufacturer narrative:
A cliical study. The target lesions were the proximal and mid right coronary arteries (rca). For the proximal rca, the lesion was de novo, eccentric, tubular and ostial, highly calcified and highly tortuous. The diameter of the vessel was 4.18mm and the lesion length was 47.6mm. Pre-procedure stenosis was 55.0%. Lesion classification was type c. For the mid rca the lesion was denovo, eccentric, tubular, highly calcified and highly tortuous. The diameterof the vessel was 4.33mm and the lesion length ws 14.5mm. Pre-procedure stenosis was 63.0%. Lesion classification was type c. The procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.5mm balloon at 14atms. Inflation time is unk. A 3.5x18mm cypher des was deployed at 24atms for 16-30 seconds at the mid rca. Post-dilation was not conducted. Pre and post procedure timi flow was iii. The residual % of stenosis was 6.0%. To treat the proximal rca a rotoblator device was used. Then, a 3.5x23mm cypher des was deployed at 24 atm for 16-30 seconds. Post dilation was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 0%. Both stents were implanted with a gap. Ivus was not conducted. Anti-platelet therapy conducted was following: heparin 6000u/day, aspirin 200mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 300mg/day. Please note: device is distributed outside the us. However, it is similar to the us product. This is 1 of 2 products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-00675.